Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a problem with transcutaneous pacing in relation to the r-wave markers and delivery of energy.